Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material in the light guide lens, the evaluation findings were as follows: the air/water cylinder had not color, the suction cylinder had no color, the switch flexible printed circuit had corrosion due to water leakage, the scope connector case unit had a scratch, the plug unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the outside shield had corrosion due to water leakage, the scope connector cover unit was sticky due to water leakage, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the objective lens had a chip, the light guide lens had a crack, the adhesive around the objective lens had discoloration, and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii duodenovideoscope had a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the light guide lens had foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.